Event description:
It was reported that the user experienced hyperglycemia on the ilet after eating breakfast, with an indicated blood glucose around 300 mg/dl, in the setting of changing the insulin cartridge due to low insulin and uncertainty about whether a meal was announced. Symptoms included hyperglycemia. Outcomes included no medical intervention or hospitalization. Investigation included troubleshooting and user education regarding meal announcements and cartridge replacement while the device indicated low insulin. Investigation of this case revealed that missed or uncertain meal announcement during a cartridge change with low insulin status was the likely contributor to the elevated glucose, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that user-related factors associated with missed meal announcement and low insulin state were the probable cause.